Event description:
It is reported that a customer has been receiving sensor alarms on their insulin pump. The patient's blood glucose was at 126 mg/dl. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor was pulled out and found that the cannula was bent. The sensor may have been damaged or bent. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensor and performed bicarbonate buffer test. The sensor passed per specification with accurate readings. Unable to confirm the blood at site complaint due to the customer not returning the needle. Only the sensor. Unable to confirm the adhesive anomaly due to the product being returned opened/used.